Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a loss of audio on the mx40 telemetry device. The device was not in use on a patient.